Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0197307. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that a pegasus bl 22ga x 1.00in qsyte-cap y broke at the cannula during use. The following was reported by the initial reporter: "the indwelling needle was injected on the morning, and the indwelling needle was placed within 20 hours in the evening. After transfusion, the needle was found to be broken at the extension tube without causing any injury to the patient."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pegasus bl 22ga x 1.00in qsyte-cap y broke at the cannula during use. The following was reported by the initial reporter: the indwelling needle was injected on the morning, and the indwelling needle was placed within 20 hours in the evening. After transfusion, the needle was found to be broken at the extension tube without causing any injury to the patient.